Event description:
On (B)(6) 2010, during g3 surgery, the surgeon did not notice the sterilization date was expired and used the screw. The sterilization time limit of the set screw was (B)(6), 2010. The surgeon requested the risk analysis of infection.

Manufacturer narrative:
Packaging will not be returned. Additional info has been requested and if received, will be provided on a supplemental report.